Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her new insulin pump kept alarming no delivery during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the reservoir and manually pushed insulin through the tubing via plunger push: insulin exited successfully. However, the insulin pump alarmed no delivery during a 5-unit manual prime attempt. The customer was advised to revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.